Event description:
A malfunction was reported on the pump, indicated by a code "malf 12," but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level, with levels remaining under a critical threshold. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappears and acknowledged the instructions given.